Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed as part of a clinical study. A 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged. The patient had a routine 45-day follow-up and imaging revealed a device related thrombus on the closure device. The patient regimen medication was adjusted, plavix stopped and started anticoagulation medication (eliquis) 5mg twice a day for 90 days.